Event description:
New information notes the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered inappropriate shock. No changes or intervention was performed. The patient was in stable condition.